Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine changeout procedure undefined high impedance was noted on the right atrial (ra) lead and the lead was unable to pace. The lead was inactivated. No patient complications have been reported as a result of this event.